Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. All information reasonably known as of 22-jun-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 750 ml, flow rate: unknown, procedure: gastric bypass procedure, cathplace: two both near the tranverse abdominal plane, date of procedure: (B)(6) 2018. It was reported the surgeon was performing rounds on the patient when she noticed that the pump "seemed smaller than usual." The pump was in an on-q carrying bag and was on the bed next to the patient during infusion. There was no patient reported injury. It was unknown if the patient added external pressure to the pump or if the patient was using any warming devices.

Manufacturer narrative:
The device history record for the reported lot number, 0202881274, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was received. The pump was received empty and used. The pump was refilled with 0.9% of saline using the repeater pump to the nominal value of 600ml. Infusion verification was performed on all the functional select-a-flow (saf) flow rates and it flowed. The investigation summary concluded that fast flow was not observed for the pump. During the flow accuracy test, the pump was within specifications. During pressure pot testing, the saf was also within specification. All information reasonably known as of 04-oct-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).